Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had been having a problem with the insulin pump for over a week now. Customer had a blood glucose value of 277mg/dl which they treated with a bolus. An hour and a half later, their blood glucose dropped to 26mg/dl. They treated their low blood glucose with food. Customer declined to troubleshoot for high and low blood glucose value. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will not be returned for analysis.